Manufacturer narrative:
"An event regarding instability involving an unknown triathlon insert was reported. The event was confirmed. Method & results:-device evaluation and results: not performed as product was not returned. Clinician review: no medical records were provided for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to instability involving an unknown triathlon insert. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened."

Event description:
It was reported that the patient's left knee was revised due to instability. A size 3 cr insert was revised to a 3x16 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.